Manufacturer narrative:
The insulin pump was received with motion sensor test failure alarm during rewind due to encoder out of phase. The motor error alarm and motor position encoder error could not be verified due to constant motion sensor test failure alarm. The device was also received with scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm and motion sensor test failure alarm. The blood glucose at the time of the incident was 260 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.